Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic-assisted distal gastrectomy procedure, upon closing the entry hole, the surgeon fully fired the device and confirmed that clamp cover reached to the distal end. Then the surgeon pushed the center control button up, to open the jaws, however the device did not react. They removed the adapter and the shell and reset the device, however it did not return to the initial position. They pushed and held both green buttons for 10 seconds and rebooted the handle, however the status was the same. They used retraction tool and tried to remove the adapter but it was broken. The procedure was changed to open surgery. The incision length extended up to 20cm. The surgeon additionally resected around the cartridge by scissors and manually sutured the tissue. The procedure was completed, but the surgical time was extended 90 minutes. There was a less than 200 cc of bleeding occurred as a result of the issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Evaluation of the product noted that the pivot pin was twisted and preventing proper closing of the tool. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition can be caused by excessive torque of the manual retract tool. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.